Manufacturer narrative:
The tibial insert was revised to a thicker insert which the surgeon felt would provide better flexion and stability. An evaluation of the original device cannot be performed as the device was not returned. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was presented for surgery to increase flexion and stability. Tibial insert was exchanged for a thicker size.